Event description:
According to the surgeon's office, the valve was explanted due to endocarditis. The pt was being treated with antibiotics for several weeks prior to explant. The valve was replaced with 21aj-501. The pt expired during event month.